Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. Analysis of the returned device showed the bullet lodged inside the catching mechanism. Functional testing of the device with a control suture revealed that it was shredded by the carrier; the cause of the event was determined to be that the carrier cut the suture.

Event description:
It was reported to boston scientific corporation that during an anterior/posterior pelvic floor repair procedure using a capio open access suture capturing device, the bullet detached and could not be located. The procedure was completed with another device, and the patient's condition was reportedly "fine" post-procedure.